Event description:
Device was activated on (B)(6) 2011, at 7:25 pm; no blood glucose result was reported from that time. By 7:16 am the next morning, her bg measured 373 mg/dl. For correction and for 35 grams of carbohydrate ingested, she administered a 10.45 unit insulin bolus. At 11:52 am her bg had climbed to 461 mg/dl and she was eating an additional 50 g carbohydrates, so she took another bolus of 12.2 units. At 2:01 pm her bg read "high" (>500 mg/dl), so she deactivated the device. She thought the adhesive felt damp when she removed the device and reported that the cannula appeared to be bent or kinked.

Manufacturer narrative:
The returned product was evaluated and no malfunction that would have interrupted insulin delivery and contributed to high blood glucose could be confirmed. Although on kink was observed in the cannula, the fluid path was tested and found to be unobstructed by any internal occlusion. The occlusion sensor and audible alarm were tested and found to function as intended. The insertion mechanism was reloaded and deployed as intended; it also was inspected and no defects were detected. No signs of internal leakage, chassis cracks or loose batteries were found. Downloaded data from the devices use period, however, showed some pulse width time-outs toward the end of use, which may indicate that the pump drive laboring. The cause for this could not be conclusively determined, and thus the device can not be definitively determined to not have contributed to the event. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)." It advises that "to indicates severe hyperglycemia (high blood glucose)." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." To treat hyperglycemia it recommends "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."